Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system - dual port the needle was difficult to remove. Patient had to have a different IV inserted. The following information was provided by the initial reporter: customer reported of having another IV malfunction again today. It was another 18g IV ref 383539 lot 2325436. Manufacture date 11/1/2022 exp date 10 31 2025. Which seems to be a different batch than we reported before. The needle was hard to remove, this resulted in having to insert another IV.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-jun-2023. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 18ga x 1.25in. Nexiva unit from lot number 2325436. Through the visual inspection, the unit was received retracted and decoupled. There was no damage discovered to the needle and no adhesive was observed. Since the needle was received fully disengaged and decoupled from the catheter adapter, ¿needle disengagement difficult¿ could not be confirmed. Further microscopic analysis discovered that the canister was damaged and misaligned. This misalignment also may have caused the septum to be damaged or misaligned. This may have caused the reported "plunger did not seal". The reported issue was confirmed and determined to be manufacturing related. During manufacturing, a misalignment or vacuum probe damage/wear may cause the part to not be oriented correctly therefore causing damage to the septum/canister. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system - dual port the needle was difficult to remove. Patient had to have a different IV inserted. The following information was provided by the initial reporter: customer reported of having another IV malfunction again today. It was another 18g IV ref 383539 lot 2325436. Manufacture date 11/1/2022 exp date 10 31 2025. Which seems to be a different batch than we reported before. The needle was hard to remove, this resulted in having to insert another IV.